Manufacturer narrative:
Date of event is estimated. During the process of this complaint attempts were made to obtain complete event information. E1 reporter phone number: (B)(6).

Event description:
It was reported that the patent had high impedances on the lead. As a result, surgical intervention may by undertaken to address the issue.